Event description:
The user facility reported that water was leaking from the front of their system 1e. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived onsite and observed water on the countertop where the system 1e is stationed and on the floor of the room. The cycle printout indicated a fault of greater than five minutes to fill. The device present in the system 1e during the time of the reported event was reprocessed. The technician initiated a diagnostic cycle and the unit failed the maxpure filter housing pressure test. The technician identified that the air compressor was not functioning properly in producing the required air output to pressurize the filter housing. The technician stated that this would not have caused the reported water leak. The technician replaced the air compressor and performed several diagnostic and processing cycles and was unable to duplicate the reported event. The technician discussed with user facility personnel that the cause of the reported event may have been contributed to an operator not closing the lid properly. The technician reiterated to the customer how to properly close the lid and returned the unit to service.